Manufacturer narrative:
Pending. Add'l lot # 247456, (B)(4).

Event description:
Customer alleges discrepant results with meter compared to lab: pt: #1, inratio2: (B)(4), 2.1, repeat: (B)(4), 1.1, inratio2: (B)(4), 3.1, lab: 3.1. Pt: #2, inratio2: 3.7, inratio2: unk, lab: 2.7. Nurse: inratio2: 1.7, repeat: >7.5, inratio2: 0.7. Pt #1 has a target therapeutic range of 2.5-3.5. All pt #1 results were done within about 30 minutes. Pt #2 had an unk result on meter (B)(4) that was said to be "within 0.1-0.2 of lab result".